Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the replacement resolved the patient's issue with losing connection if they slightly move and having to have ctm a few inches away from ins, and the physician was aware of this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent to them. It was reported that representative did not have any additional information regarding patient's device as it was already discarded before it was retrieved. Device will not be returned. It was reported that there were still issues with communicating with ins such as needing to have the ctm a few inches from ins at all times and that if they moved more than 12" away they would lose connection. It was also reported that if patient had a slight movement controller would show poor recharge quality. It was decided that pt should have her ins replaced and was scheduled to do so in two weeks.

Event description:
Additional information was received. Manufacturer representative reported ins was just replaced and will update status once patient is in recovery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a replacement today due to their device acting funny. The patient experienced difficulty communicating with the device. It was indicated that the rep was notified today and they did not have further information . The replacement occurred on (B)(6) 2019. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.